Manufacturer narrative:
Conclusions: device discarded, unable to follow-up, device nor returned, an evaluation will not be performed, no conclusion can be drawn. The complainant has indicated that the device has been disposed and will not be returned; consequently, an evaluation cannot be performed and the manufacturer is unable to determine a root cause for the reported device event. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot. The march 2007 rolling 15 month trend chart was reviewed for the band ligation product family and revealed no adverse trends. Additionally, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.

Event description:
The complainant has reported that a patient (age and gender unknown) underwent an esophagogastroduodenoscopy procedure during which the physician used a bsc speedband multiple band ligator device. It was reported that during the procedure "the doctor tried to treat a (varix) and the band slipped off the (varix)". The physician was "able to stop bleeding but the patient had to be transferred to the ICU". The grade of varices was not reported. The patient is in the ICU with no serious injury.